Event description:
It was reported to st. Jude medical that the ICD and lead were explanted due to a capture anomaly. The atrial and ventricular leads were unable to capture when tested in the unipolar mode with the pacing system analyzer.